Event description:
It was reported that during implant, the right ventricular (rv) lead in several placements had low sensing at 2.5 to 5.0 millivolts, intermittent capture around 1.5 to 2 volts at 0.5 milliseconds and impedances approximately 1700 ohms. Due to the electrical measurements the physician elected to remove the rv lead and implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.